Manufacturer narrative:
This product was received and tested by technical services and the intermittent image failure was duplicated. The smart cable was connected to a test monitor and the monitor was powered on; intermittent images appeared on the monitor screen. The cable connection was loose on hdmi connector side. No repair is available. The smart cable was replaced and the returned cable was scrapped. Service complete.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, when the smart cable was connected to the monitor, the image would cut in and out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.